Manufacturer narrative:
Date of report (b4) was incorrect and updated.

Manufacturer narrative:
It was reported that a resident was wearing the hip protector and fell. The user sustained a "hip fracture". Surgery was suggested but refused and the user is now "bed bound". It has been determined that the reported event caused or contributed to (death/serious injury), therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that a resident was wearing the hip protector and fell. The user sustained a "hip fracture".